Event description:
The user facility reported that as slides were entering the cassette, three slides "jammed and crashed, flying in the air, missing the cassette." The user reported rebooting the device earlier with the same issue. The user facility was advised to discontinue use of the device until the device could be examined. There were no reports of user injury/impact or medical intervention related to the event. The sp-1000i is designed for making smears of human peripheral blood. The instrument is not intended for any other use. It is unknown if the operator used the device with the cover secured. Though requested, additional info was not available.

Manufacturer narrative:
The device was examined at the user facility. Visual inspection of the device revealed that the cassette rotor loader did not rotate the slide cassette to the same position each time for the insertion of the slide. Visual inspection noted normal wear, no sign of a manufacturing issue or mis-use. The cassette rotary mechanism was replaced, aligned and tested, and subsequently functioned as expected. Warnings/cautions: sp-1000i instructions for use: do not reach inside the main unit while the instrument is running. Pay attention to the direction of the slide glass when inserting it into the slide glass supply cassette. Caution: if the instrument is out of order, the instrument administrator is expected to provide the necessary services and replacements that are described in this manual. While running, the top cover is locked. Do not force it open. Warning: pieces of glass may be inside the instrument. When servicing or working with the instrument, pay attention to those pieces of glass.